Manufacturer narrative:
The customer's reported complaint of " the thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error message" was confirmed based on the event log review and during functional testing. The root cause for error message was a badly crimped cable at junction j22-p22. The thermogard console was manufactured in 2012 and is 10 years old, well beyond its expected serviceable life of 5 years. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed tcmid:06 around the event date; thus, confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 06 error message. The pic 16 board was inspected to find a loose p6 grey cable inside junction connector. The cable at junction j22-p22 was badly crimped. The wire harness assembly was replaced to remedy the observed issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error message after some time. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.